Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that defibrillation energy delivery level on their device is not as expected. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.